Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 2500 ohms, decreased sensing measurements, non-capture at 5.0 v at 2.0 milliseconds (ms), noise, and oversensing. The device was reprogrammed, and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.